Event description:
Powered endo 45 stapler stopped working after 4 firings of 45 white reloads. On the 5th attempt/firing, stapler would clamp, but not activate (fire staples, cut, and release). Stapler removed from the sterile field with reload still in jaws of stapler. FDA safety report ID# (B)(4).